Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The IFU states individual pt anatomy and physician technique may require procedural variations. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
It was reported that while the physician was performing a left heart catheterization with a des, a 5f ultimum sheath was used on the right groin at the start of the case and then was upsized to a 7f terumo sheath. The physician reported that the 5f ultimum sheath caused a dissection of the common femoral artery. The physician accessed the left side and completed the case. The pt was reported doing well.